Event description:
It was reported that the lead was not working properly. There was no capture from the tip, it had high impedance with no pacing off the ring. A possible fracture was suspected. The lead was capped and replaced. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.